Event description:
During a supraventricular tachycardia procedure, there was a pacing issue with the ep-4 stimulator resulting in a 30-minute delay. A decapolar catheter was used with the workmate claris system. When attempting to pace with the claris ep-4 stimulator, a stimulation spike displayed on the screen, but the tissue was not captured. The channel was changed, different catheters were tried in different parts of the heart, all connections were checked, and output values were modified (20.0 ma), but the issue persisted. Stimulating was done through a temporary pacemaker to resolve the issue. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported pacing issue and subsequent delay could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.